Event description:
Additional information received identified the scs system was explanted on (B)(6) 2017

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced discomfort (described by patient as shocking) in her shoulder with the stimulation. Surgical intervention may be taken at a later date to address the issue.